Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer indicated they were making changes to the remote system and confirmed being in local mode with a non-philips setup. A second remote engineer emailed the customer biomed information about the philips remote solution. A quote was provided for onsite service, but the quote has expired. There have been no further actions performed by philips. While the cause is unknown, the reported problem is considered confirmed. If additional information is received, the complaint file will be reopened.

Event description:
The customer reported that there was no audio output. The device was in clinical use at time of event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer indicated they were making changes to the remote system and confirmed being in local mode with a non-philips setup. A second remote engineer emailed the cusotmer biomed information about the philips remote solution. A quote has been provided for onsite service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.